Event description:
It was reported that due to extra cardiac stimulation, a patient followed up in- clinic where loss of capture was noted on the left ventricular (lv) lead. The lv lead was confirmed via x-ray to have dislodged. The lv lead was explanted and replaced. The patient was stable.